Manufacturer narrative:
G2: foreign country, japan h3/h6: the probe was returned and analyzed. The returned probe had a slight bend at the tip and impact marks at the back end. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was an issue with the thoracic probe curvature. During preparation for use, a bend at the tip of the instrument was observed. It's likely that the cause was excessive force. No patient was present at the time of the event.